Manufacturer narrative:
(B)(4). Date sent: 2/9/2021. D4: batch # u94w0f. H6: component code: others (g07). Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the mcs20 device was returned with no apparent damage. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed, held, and formed the remaining six clips as intended. The event described could not be confirmed as the device performed without any difficulties noted and no product defect was identified. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following: "caution: once the clip completely surrounds the vessel or tubular structure to be ligated and prior to starting the firing stroke, eliminate downward pressure so the structure to be ligated and the device jaws are pressure neutral to each other. This helps prevent the shifting of the clip position within the clip track and/or dislodgement." As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #: unknown. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts were made to obtain additional information and to retrieve the device. Additional information was received, see below, however no device has been returned. If the device is received at a later date, a supplemental medwatch will be sent: please clarify "not work properly", was any additional issue with the device? Or was just " clip would fall off tissue". Yes. Were there any patient consequences? Unknown. If yes, please describe. Was there any issue with bleeding? Unknown. If yes, what was the amount of the blood loss (mls)? Was a transfusion required? Unknown. Was the procedure altered as a result of the event? Unknown. Please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. Shipped on monday.

Event description:
It was reported that during a right thyroid lobectomy, when they tried to clip, the clip would fall off tissue. No other information is available.